Event description:
The customer reports that this unit alarmed for a hardware error and then failed to cycle while connected to a pt. There was no pt harm or change in therapy.

Manufacturer narrative:
Failure investigation could not duplicate a failure to cycle, and the event and error log eval do not indicate the unit failed to cycle. There was verification of alarm for a setting error with a hardware error message. A setting error does not necessarily result in a ventilator response of failure to cycle.